Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism e. Coli which is an organism that are normally found in human intestines and often associated with peritonitis from touch contamination. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique/ touch contamination during the pd exchange.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing cloudy pd effluent. As a result, on (B)(6) 2022, the patient had a pd culture obtained in the outpatient pd clinic which generated growth of escherichia coli (e. Coli). It was stated the patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime 1 gram (for one week) and ceftazidime 1 gram (for two weeks. The patient was not hospitalized for the event and is reportedly recovering. The patient continues pd treatments with the same cycler without any further issues. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was experiencing cloudy pd effluent. As a result, on (B)(6) 2022, the patient had a pd culture obtained in the outpatient pd clinic which generated growth of escherichia coli (e. Coli). It was stated the patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefepime 1 gram (for one week) and ceftazidime 1 gram (for two weeks. The patient was not hospitalized for the event and is reportedly recovering. The patient continues pd treatments with the same cycler without any further issues. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, the user guide was review and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection¿ also step 8 (ending treatment) states clearly the steps for an aseptic disconnection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.